Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed that the device met manufacturing specification prior to distribution and there were no manufacturing deviations could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review for versacross connect access solution for faradrive was completed and confirmed that the event of pericardial effusion and hypotension was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'known inherent risk of device' based on the information reported within the event description. Pericardial effusion and hypotension are an expected procedural complications addressed within the IFU for the versacross connect access solution for faradrive.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a myocardial ablation procedure, a versacross connect for faradrive was selected for use. The patient's heart was slightly tilted, making it difficult to transseptal using a non-boston scientific sheath. The sheath was inserted into the left atrium without any electrical stimulation. Towards the end of the pulse field ablation procedure, the blood pressure had dropped from when the patient entered the room. An echo examination was performed, which confirmed the presence of pericardial effusion, so pericardial drainage was carried out. The amount of bleeding in the catheterization room was around 150cc. Afterward, the patient was transferred to the intensive care unit. In the physician opinion, the right atrium may have been injured during the sheath manipulation with the transseptal. The device is not expected to be returned for analysis. It was further reported that there were no difficulties with the versacross itself when using it. However, operating the non-boston scientific sheath during a transseptal caused a slightly challenging situation. It is unclear whether there was a patent foramen ovale or if the atrial septum was thin, but since the sheath was inserted into the left atrium during sheath manipulation, thus rf was not output. Pe accumulated in the pericardium. No versacross malfunctions noted. Act was maintained above 350. The patient's hospital stay was extended by 2-3 days, but the patient was discharged without any problems.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a myocardial ablation procedure, a versacross connect for faradrive was selected for use. The patient's heart was slightly tilted, making it difficult to transseptal using a non-boston scientific sheath. The sheath was inserted into the left atrium without any electrical stimulation. Towards the end of the pulse field ablation procedure, the blood pressure had dropped from when the patient entered the room. An echo examination was performed, which confirmed the presence of pericardial effusion, so pericardial drainage was carried out. The amount of bleeding in the catheterization room was around 150cc. Afterward, the patient was transferred to the intensive care unit. In the physician opinion, the right atrium may have been injured during the sheath manipulation with the transseptal. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a myocardial ablation procedure, a versacross connect for faradrive was selected for use. The patient's heart was slightly tilted, making it difficult to transseptal using a non-boston scientific sheath. The sheath was inserted into the left atrium without any electrical stimulation. Towards the end of the pulse field ablation procedure, the blood pressure had dropped from when the patient entered the room. An echo examination was performed, which confirmed the presence of pericardial effusion, so pericardial drainage was carried out. The amount of bleeding in the catheterization room was around 150cc. Afterward, the patient was transferred to the intensive care unit. In the physician opinion, the right atrium may have been injured during the sheath manipulation with the transseptal. The device is not expected to be returned for analysis. It was further reported that there were no difficulties with the versacross itself when using it. However, operating the non-boston scientific sheath during a transseptal caused a slightly challenging situation. It is unclear whether there was a patent foramen ovale or if the atrial septum was thin, but since the sheath was inserted into the left atrium during sheath manipulation, thus rf was not output. Pe accumulated in the pericardium. No versacross malfunctions noted. Act was maintained above 350. The patient's hospital stay was extended by 2-3 days, but the patient was discharged without any problems.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem and impact code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.